Event description:
Lipids set was being primed and air entered the set from an unk location. It is not known if the IV set was installed in the associated 560a pump or not. No pt involved. Infusion pump has no air in line protection. Optional air in line detector was not used. User facility routinely uses add on air eliminating filters.